Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure of the image not appearing was confirmed; however, the b30 scope communication error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detachment of the cable unit, appearance of error e213, disconnection in the camera unit, and the image displaying white dots. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the detachment of the cable unit resulted in no image being displayed. For the e213 error, the most probable cause was traced to a component failure. Additionally, due to disconnection in the camera unit, the image displayed white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's image did not appear, only rain and presented error code b30. There were no reports of patient harm.